Event description:
"It was reported to vyaire medical that the bellvista1000 us is throwing tf 316 (blower failure), 545 ( astepinspvalve value out range - failsafe), 400 (inspiration valve or device leaky), and 300 (device in failsafe) alarm. No patient involvement."

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Manufacturer narrative:
Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to be due to a faulty inspiration block/valve. As a resolution, vyaire fsr replaced the inspiration block to resolve the issue.